Manufacturer narrative:
This device is used for treatment, not diagnosis. Vertecem v+ product is not sold or distributed in the us however it is similar to vertecem 510(k) k090435 and vertecem ii, 510(k) k121876. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. Manufacturing documents were reviewed and no complaint related issues were found.

Event description:
A hospital in portugal reported a surgeon was unable to push and pull the vertecem v+ cement kit handle. Only after forcing the device for 3/4 minutes it started working. The surgeon has a lot of experience in using vertecem v+.

Manufacturer narrative:
Device used for treatment and not diagnosis. Method: additional information not previously reported. We have forwarded the complained article to the responsible product development center for evaluation. The investigation shows no obvious damage. Unfortunately the reason for this happening cannot exactly be determined so far. No product fault could be detected.